Event description:
It was reported the customer was experiencing high blood glucose for at least a week now. Blood glucose was 15mmol/l. Troubleshooting was performed. Drive support cap was normal. Customer disconnected at quick release. No air bubbles or leaks noted in the device. Manual prime was performed and insulin did exit. Settings were correct. Several no delivery alarms noted in the device. Customer did not have tubing clamp unable to complete high pressure test. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.